Event description:
Pt underwent revision elbow arthroplasty on (B) (6) 2007. Another revision procedure performed on (B) (6) 2008 and two condyle lock screws were implanted. Subsequently, radiographs taken on (B) (6) 2010 reveal that there is a free floating screw. Dates of use: (B) (6) 2008 - (B) (6) 2010. Diagnosis or reason for use: dislocation of prosthetic joint.